Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator delivered inappropriate shock and anti-tachycardia pacing (atp) for a non-ventricular fibrillation (vf) rhythm due to incorrect interpretation of signal. P-wave oversensing was also seen in device records. No intervention was reported. No information on patient condition was provided.